Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure (date is unknown). According to the complainant, during the replacement procedure in (B)(6) 2011 (exact date is unknown) when the physician was removing the device the internal bolster detached inside the patient and was removed endoscopically. The procedure was completed with a new endovive safety peg kit pull method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure (date is unknown). According to the complainant, during the replacement procedure in (B)(6) 2011 (exact date is unknown) when the physician was removing the device the internal bolster detached inside the patient and was removed endoscopically. The procedure was completed with a new endovive safety peg kit pull method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the device found a non-bsc clamp attached to the tubing. The tubing had been cut at approximately 15cm from the internal bolster and the y-port was inserted. Both y-port ports were found to be closed. The c-clamp and external bolster supplied with the kit were not returned. The tubing was torn in two at approximately the 1.5cm mark. The tear was irregular. Both tear surfaces have dried residue. The returned unit was consistent with the complaint incident that the internal bolster detached from the tubing. It most likely detached due to excessive force being used during removal of the device. Therefore, the most probable root cause is operational context. A review of the device history record was performed for lot 13941066 which revealed no issues related to this complaint. A lot history search was performed and found no other complaints against lot number 13941066.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.